Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the reporter: the staples did not deploy and tissue was damaged. The surgeon had to then staple lower down with contour and created a colostomy. The pt's status is ok. No add'l info at this time.